Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn at the moment. The investigation will continue as soon as new information is available.

Event description:
Ous MDR - after an implantation time of about 4 months, loss of capture was reported during a follow up. The patient was admitted to the hospital but did not consent to a revision. The system was then explanted but will not be returned to biotronik for analysis. No deterioration of the patients state of health was reported. The event date provided did not match the event description so it was left off of the report.